Event description:
Surgeon stripping tissue off of cystic duct when peanut sponge fell off into pt. Pt needed to be opened up to remove sponge. This surgeon has used these products for years and has never had this happen.